Manufacturer narrative:
The alleged failure was corrected by the customer.

Event description:
The customer biomedical engineer (biomed) reported that telemetry was not coming through to their philips information center ix (pic ix), and this was a hospital-wide issue. The device was in use on a patient. There was no report of patient or user harm.